Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. The manufacturer's field service engineer (fse) performed troubleshooting. The fse replaced the touchscreen, user interface and cables and the issue was resolved.

Event description:
It was reported that during servicing, the fse installed a touchscreen that failed. There was no patient involvement.